Event description:
The customer reported low energy output during a morning check. No pt involvement.

Manufacturer narrative:
The device has not been received but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.